Manufacturer narrative:
As stated by the instructions for use, error 4 is an intermittent acoustic signal repeated approx. Every 10 seconds, that indicates a mechanical locking of the pushing unit in the withdrawal phase (it may be for instance caused by a foreign body which impedes its return, in this case the user shall eliminate the cause and initialize the device). In this case, no malfunction was found by service, which proceeded with the usual maintenance service. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported the pump has problems with piston stroke. Error 4.